Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure in (B)(6) 2012. According to the complainant, during stent removal the week of (B)(6) 2013 (exact date unknown), the physician noted holes in the stent cover. Tissue ingrowth was also noted, which made it difficult to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of tissue ingrowth in stent. Reported event of stent difficulty removing/ withdrawing. The reported event of stent cover damage. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.